Manufacturer narrative:
(B)(4). Date sent: 12/21/2023. D4: batch # 317c64. Investigation summary: the reported condition was that the device continued to run after completing the firing cycle. The battery was removed in order to stop the device. Complete analysis was performed at the independencia pi lab. During the inspection at the independencia pi lab, the device was found to continuously activate, and it was sent to cincinnati for further engineering analysis. When a test battery was inserted into the device, the green checkmark was not illuminated. The firing trigger was depressed, and the device fired. However, the motor would not break the firing cycle appropriately. The battery was removed in order to stop the device. Using a multimeter to test the circuit logic, one leg of the d4 diode was found to be open, which would cause the continuous fire condition. A CT scan was performed, but no damage was noted. The cause of the d4 failure is unknown at this time. Based on a multimeter probe at cincinnati, the damage/failure appears to be internal to the diode and not related to its connection (i.e. Solder joints) to the pcb. There was no observed physical damage to the diode. Possible causes of internal damage could include excess electrical current, excess heat, or mechanical damage. The specific cause of failure and damage is currently under investigation by the supplier. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the failed leg of the d4 diode component, the continuous firing issue reported is confirmed. A manufacturing record evaluation was performed for the finished device batch number 317c64, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 10/5/2023.

Event description:
It was reported that during an unknown procedure they fired stapler and afterwards it showed completed, but it continued to run. They removed the battery and was able to complete procedure. No patient harm. They just want to see why it kept going when it wasn't suppose to while the light was green.

Manufacturer narrative:
(B)(4). Date sent: 9/25/2023, d4 batch # unk, b3: only event year known: 2023. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.